Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. The device's life cell capacity was within normal variation. The device was put through and passed automated diagnostic testing. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this clinic nurse contacted technical services in (B)(6) 2009 to report that this device's monitoring voltage was 2.67 volts and a charge time of 18.4 seconds. Boston scientific received information that this device was received in the return's product department on (B)(6) 2010. According to boston's scientific's medical records, this device was explanted in (B)(6) 2009 and was replaced with a competitor device.